Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6)2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-9811 batch number 66806210 was received for investigation. Functional testing with synergy rf found that after the devices' memory cleared, the device functioned as required. Probe memories were analyzed for error codes. Visual evaluation found that the aspirating probe ceramic face electrodes are damaged /burned. The most likely cause for the reported failure can be attributed to user error of the device due to insufficient fluid flow and/or prolonged ablation.

Event description:
On (B)(6)2022, it was reported by a sales representative via sems that (2) ar-9811 apollorf¿ malfunctioned. This occurred during a case. One of the ablators was damaged when attempting to disengage from the rf box. The other ablator was being used and in the process the head of it became loose and only worked intermittently following the head coming loose despite the surgeon continuously pressing the button. There was no patient effect reported.